Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by stomach pain. One day after the event onset, the patient was hospitalized for peritonitis. Treatment for the peritonitis event was unknown. On an unreported date, the patient's peritoneal dialysis catheter was removed and the patient was transferred to hemodialysis. The patient was retrained in aseptic technique. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. No additional information is available.